Manufacturer narrative:
Investigation summary: bd received two photos for investigation. The photos were reviewed showing leakage from the cap/ stopper assembly. A total of 100 retained samples were visually inspected, and no stopper/cap defects were identified that would cause leakage. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: damaged. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that after blood draw using bd vacutainer® sst¿ ii advance plus blood collection tubes, there was a defect with the rubber stopper and cap resulting in sample leakage. No adverse impact was reported regarding the patient or user.